Manufacturer narrative:
Additional information: d10, g3, h3, h6 d10 concomitant products: sigphandle, sig power sigphandle handle (sn# (B)(6)) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the trocar could not be removed from the devices due to the damaged reload. The adapter was connected to a representative handle running v29.5 software, and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. It was reported that the instrument did not fire, difficult straighten, instrument made strange noise and the instrument locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was difficulty removing the instrument from trocar. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected unreported conditions: there was an issue with universal asynchronous receiver-transmitter (uart) and there was a damaged firing rod. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly rev iewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# n3b0546y) sigphandle, sig power sigphandle handle (sn# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, the cycle test was performed when the 60mm reload was connected. The reload was articulated, and the indicator shown zone three when the jaws were closed. During firing, a strange click sound was heard immediately after pressing the green button, and the firing was stopped, and it was unable to fire. The surgeon had difficulty opening the jaws. The reload was articulated, but it did not return to the neutral position. The surgeon noticed that something was protruding from the proximal side of the reload due to articulation and it could not be removed from the 12mm trocar. The reload was removed from the patient along with the trocar. A manual handle with a new 60mm reload were used to complete the case. There was no patient injury.